Event description:
The technician alleged the head end left brake caster is not holding while brake is applied. No pt impact.

Manufacturer narrative:
The technician replaced the head end left brake caster to resolve the issue.